Manufacturer narrative:
The device has been received by the manufacturer; however, the investigation has not yet begun.

Event description:
It was reported that during a carboplatin infusion the device disconnected from where the spinning spiros is assembled to the tube for the insertion of the administration set causing a leak. It was reported that the chemotherapy medication splashed on the nurse's arm while she tried to stop the leak. There was no harm reported. No additional information is available at this time.

Manufacturer narrative:
H10: the complaint of leakage on the returned new still in package device could not be replicated. The returned new sample was tested per product specifications. There were no leaks anywhere along the fluid path. The tubing met product specifications and would not have led to disconnection. There was little to no residual torque on the spinning feature observed that could have led to disconnection. However, the bond of the spiros to the small-bore male luer was observed to have little to no solvent present that could have led to the reported leakage. The complaint of disconnection on the returned new still in package device could be replicated and confirmed. The probable cause of the no solvent present on the bond of the spiros to the small-bore male luer is due to a misassembly during the manual assembly at the manufacturing facility. The device history review (DHR) of the reported lot was conducted and there were no relevant non-conformances found.